Event description:
Apex irrigation unit mfg by linvatec not working-no pumping action-pressure would not regulate-either very high or would stop-knee increased in size from fluid-scope inflow/outflow assessed, tubing changed x3-changed pump machine x2. Testing of pump #1 indicated possible damaged cannula. Second pump tested bad - both pumps sent to linvatec. All remaining eleven leased pumps were checked-able to simulate same problem in all. All returned to linvatec and they sent out latest model the next day.